Event description:
It was reported that this pacemaker is experiencing intermittent far-field r wave sensing on the atrial channel. The cross-chamber blanking (a-blank) after v-sense is already set to the maximum. Boston scientific technical services (ts) has suggested reprogramming options. No adverse effects on the patient were reported.